Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. No button error alarms noted. Insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported he woke up with the insulin pump alarming button error and was unable to clear it. Customer put the device in the closet in order so he can sleep when he work up the device was still alarming. Customer's blood glucose was 187 mg/dl. Customer stated the device might have been under him at night. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.